Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The fiber was replaced, and the case was completed utilizing a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the report of fiber tip break was not identified during analysis. However, analysis identified glass cap/metal cap misalignment due to glue failure probable resulting in the fiber not functioning properly during use. Therefore, the reported fiber tip break is confirmed based on the glue failure finding. It is probable that the identified tissue adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in cooling saline flow. Continuous elevated temperatures can lead to fiber damage, including glue failure. The reported event indicated that a new fiber was utilized to complete the procedure without patient complication. Based on the information available, it is unlikely that the identified fiber glue failure would cause or contribute to patient/user serious deterioration in state of health if it were to recur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the glass cap was moving independently within the metal cap indicating glue failure. The metal cap exhibited severe debris adhesion on the surface which is indicative of prolonged tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing confirmed that there were no breaks along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of device instructions for use (IFU) was performed. The instructions for use states; do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the glass cap/metal cap misalignment due to glue failure of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap/metal cap misalignment due to glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The fiber was replaced, and the case was completed utilizing a second fiber without clinical consequences to the patient.